Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera (cardioplegia side). The laboratory report confirming the reported contamination has been provided to livanova. There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in bologna, italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Through follow-up communication related to a similar complaint from this customer, livanova learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient at an estimated distance of two (2) meters from the surgery field. Reusable heating blankets are not used by the hospital and the 3t aerosol collection set is replaced after the allowed use period. Moreover, a disposable pall-aquasafe water filter with an 0.2 m membrane used for tap water or equivalent performance filter is used. In addition, livanova learned that when the device is not used, it is it stored full of water and the hydrogen peroxide (h2o2) level is not checked daily but only if the device is used. As per device instructions for use the hydrogen peroxide level must be checked daily and if this is not applied the device must be drained. This deviation may have led/contributed to the reported contamination. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.